Manufacturer narrative:
(B)(4). Vyaire medical determined that the root cause of the burning smell is a defective electrical of ms systembox 115v (110v/125v), 430mm. To address the reported issue, the component has been replaced. The unit was tested and passed all tests.

Event description:
It was reported to vyaire medical that when unit was powered on there was a distinctive smell of burning coming from ms pft rt ses with pc. There is no information regarding patient involvement associated with the reported event.